Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported during the stapling of the mesh to the anterior abdominal wall and to the cooper's ligament, the surgeon felt staplers were not forming staples properly and not feeding staples. There was no pt consequence and the case was finished with an add'l ems stapler that performed correctly. The pt was not charged for either stapler and the replacement was requested by the hospital.